Manufacturer narrative:
Evaluation in progress but not concluded. The battery in question was returned to the MFR for evaluation, which is still in progress.

Event description:
Over the course of many uses, the user developed the perception that the backup battery capacity was less than expected. The backup battery was replaced. There was no adverse consequence to the pt as a result of this event.